Event description:
Patient on siemens servo ventilator. Setting at CPAP, changed to simv by rt practitioner. Remained in this mode for approximately 1 hour before being noticed by another rt practitioner. Setting changed back to CPAP. Patient expired approximately 2 hours later. Investigation revealed that death was not due to mode change, due to existing patient condition.